Event description:
It was reported that during a remote follow up, right ventricular noise resulting in oversensing was noted on the device. Abbott technical support was contacted, the session records were reviewed, and functional loss of capture was noted on the device suspected to be due to the noise. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.